Manufacturer narrative:
The reported issue is confirmed. The root cause was a failed I/o card. The device was evaluated upon receipt. It was found that the chiller power being stuck on was an I/o card problem. The I/o card was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per sample evaluation results on 12dec2025, the chiller turns on as soon as the main power of the equipment was switched on, regardless of whether there was water or not. Chiller power on was i.o card problem. Alarm #64 was processor circuit card problem.